Manufacturer narrative:
The device has been returned and evaluated by product analysis on 15-oct-2018 with the following findings: during investigation, the pump was powered on with normal audible tone/vibration. The pump's audio features were found to be functioning properly. The original complaint of an audio tone issue was unable to be duplicated. Unrelated to the original complaint, the battery compartment was found to be cracked below and above the grip pad. The display was found to be dim with a pink hue.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. It was reported there was intermittent sound. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.